Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated multiple alerts due to atrial arrhythmia burden. The patient was checked in clinic. It was determined that the patient presented a chronically sustained atrial arrhythmia and all other diagnostic measurements were normal. This left ventricular (lv) lead vector was reprogrammed. Moreover, the day after reprogramming was performed the lv lead started high exhibiting out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the system stored data and concluded the impedance trend suggested the change of lv vector impacted the measurement. Ts recommended reprogramming the lv lead vector and suggested parameters changes to optimize the treatment of the af. Additional information indicated the patient was checked in clinic. The crt-d was reprogrammed to a non tracking mode and the lv lead vector was changed again. The physician plans further medical regarding the af. There is no indication that lead damage was suspected. System remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the h. Device manufacturers only fields, conclusion code.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated multiple alerts due to atrial arrhythmia burden. The patient was checked in clinic. It was determined that the patient presented a chronically sustained atrial arrhythmia and all other diagnostic measurements were normal. This left ventricular (lv) lead vector was reprogrammed. Moreover, the day after reprogramming was performed the lv lead started high exhibiting out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the system stored data and concluded the impedance trend suggested the change of lv vector impacted the measurement. Ts recommended reprogramming the lv lead vector and suggested parameters changes to optimize the treatment of the af. Additional information indicated the patient was checked in clinic. The crt-d was reprogrammed to a non tracking mode and the lv lead vector was changed again. The physician plans further medical regarding the af. There is no indication that lead damage was suspected. System remains in service. No adverse patient effects were reported.